Event description:
Alleged the foot section fell off of the bed resulting in a pt fall. The pt's back came in contact with the calf support, but pt was not injured.

Manufacturer narrative:
The technician found the lift off foot section and bed was functioning properly. As indicated in the affinity 3 user manual (usr025), the foot section must be fully secured under the mattress to provide safe support. Possible personal injury or equipment damage could occur.